Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock. It was reported the patient was receiving dialysis at the time of the episode. The shock vector was reprogrammed. No adverse patient effects were reported.